Event description:
It was reported that a solution set had a hole in its tubing below the drip chamber. This was found while blood was returning to the patient from a dialyzer during hemodialysis therapy. The hole allowed air to enter the system. The setup was being used with a non-baxter pump. Therapy was stopped and the patient lost approximately 225 ml of blood in the setup. It was not reported if the patient completed therapy with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection a slice in the tubing was observed at the end next to the luer lock. The device was connected to a pressure gauge and placed under water for leak testing and a leak was observed from the slice in the tubing. The condition was caused during the manufacture of the device. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.